Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl last night and insulin pump was in 119 mg/dl. Blood glucose value from reported event was 57 mg/dl and sensor glucose value from reported event was 119. Customer reported that they did not notice initially the sensor glucose was lower than the blood glucose. The current blood glucose was 255 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Customer received a change sensor alert after a calibration not accepted. Customer declined to trouble shoot high and low blood glucose and stated that, needs to make sure these difference in numbers are working. The device will not be returned for analysis.